Event description:
It was reported that the xience xpedition stent became damaged after a failure to cross the predilated, mildly calcified, mid right coronary artery target lesion through the radial access site. There was some difficulty when removing the stent delivery system (sds), the stent was caught in the target lesion and stent became flared. The sds and the stent were removed from the anatomy. There was no stent dislodgment. The lesion was pre-dilated again and another stent was implanted. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.